Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Electrical scalpel was used during a colon surgery on (B)(6)2013. It was reported that when the pacemaker was checked afterwards, the ventricular egm stayed flat during both sensing and pacing tests. No issue was observed on the atrial egm. On the external ECG, ventricular spikes or fusion beats were recorded. The ventricular egms were also flat in mode switch and atrial arrhythmia episodes stored in pacemaker memories. Moreover, ventricular autosensing counters were equal to zero. Then, the ventricular polarity was reprogrammed from bipolar to unipolar configuration. A sensing test was performed in unipolar configuration, and spontaneous ventricular events were successfully detected. The next check will reportedly be performed on (B)(6) 2013.